Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, the reload would not open after loading it into the handle. Another reload and handle was used to complete the case. There was no patient injury.